Event description:
A physician attempted to use an everflex entrust self-expanding stent during treatment of the patient¿s left mid distal superficial femoral artery (sfa) for residual stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The device was passed through a previously deployed stent. A first everflex stent was deployed on an upstream area for a different lesion, without any problem. A second everflex stent was then positioned in front of the affected area without difficulty. The deployment of the stent started without any problems, but then almost no deployment of the distal third of the stent. The release sheath marker remained fixed in the middle of the stent. The physician removed the release by fixed point removal without mobilizing the stent which was completely ret racted on itself. Stent expansion by high impaction pressure balloon with a 6mm diameter regained a satisfactory calibre despite an image of the latter breaking. The physician implanted a second precautionary non-medtronic (abbott absolute pro) stent inside the e verflex stent for safety, the consequences of which in terms of patency in the short/medium term are uncertain. There were no patient symptoms or immediate clinical complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the red safety tab out of the device and no stent in the device the device was identified from the strain relief and a kink was noted at the strain relief. Several kinks were observed along the silver outer sheath, at approx. 10.2cm, 10.7cm, 15.7cm, 20.4cm, 22.5cm, 23.1cm, and 25cm from the distal end of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.